Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning occurred on the right ventricular (rv) lead due to low impedance values. Since the warning, there have been 25 ,608 low impedance values measured. The lead remains in use. No patient complications have been reported as a result of this event.